Manufacturer narrative:
The lot was manufactured august 15, 2014 - august 16, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking inside its overpouch. The device was compounded with 0.9% sodium chloride. There was no patient involvement. No additional information is available.